Event description:
A pt was admitted to the hosp with a diagnosis of suspected hemolysis. The nurse reported that needle placement was difficult when she was preparing the pt for her dialysis session. The arterial needle infiltrated which required the pt's arterial needle to be replaced. The pt complained of chest pain and was transported to the hosp. The nurse reported the dialysate was pink tinged and tested positive for blood. The phoenix machine was inspected and determined to be operating in accordance with the MFR's specification. Both the revaclear dialyzer and the cartridge bts was returned and analyzed by their respective MFR and no anomalies were found.

Manufacturer narrative:
The cartridge blood tubing set involved on the incident was returned to the MFR which performed the following tests/procedures: visual inspection; functional testing for 4 hrs using a phoenix machine; and occlusion and dimensional testing. No failures, defects or other problems were detected.